Event description:
It was reported that a device was used during a low anterior resection. The washer would not break while the surgeon was attempting to fire the device. The case was completed with a like device with no pt consequence.